Manufacturer narrative:
Additional information h6 and h11: h11: the actual device was not available; however, photograph of the sample was provided for evaluation. The photograph was reviewed and did not show evidence of the reported issue. The reported condition could not be confirmed or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the tubing of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.